Event description:
It was reported that during a da vinci-assisted surgical procedure damage to the monopolar curved scissors tip cover (mcs) was noted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The complaint was confirmed by failure analysis.